Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to fracture caused by a subclavian crush. This led the lead to have high impedance measurements and noise. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
B5. Describe event or problem. H6. Device codes.